Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) was found in backup mode due to event queue overflow. The patient was asymptomatic. The ICD was successfully reprogrammed. The patient was stable throughout procedure.